Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product was used on (B)(6) 2017. After all screws were inserted(l3-l5), the surgeon used t20 screwdriver shaft (2797-02-050) for adjustment of screw depth. Then the surgeon used t20 mmsi head adjuster (2797-12-350) for adjustment of the screw head direction. At that time, the surgeon found that the reported implant (5.5 cannulated cortical fix screw 6x45mm, 1867-31-645, lot 136865) was broken. So, t20 mmsi head adjuster did not fit to the head of reported product. The surgeon did not understand why this issue was happened.

Manufacturer narrative:
The viper 6x45 cortical fix cannulated polyaxial screw was returned for evaluation. Visual inspection found that the inner cap had been dislodged approximately 30 degrees from its intended location. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified however the investigation suggests that the inner cap was subjected to higher than anticipated loading. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.